Event description:
Dermabond prineo was used directly on my mastectomy incisions resulting in chemical burns, blisters and a rash. Excessive pain. Inflammation. Inability to heal from surgery-constant incision breakdown resulting in the need for another surgery (B)(6) 2018. How was it taken or used : topical, date the person first started taking or using the product: (B)(6) 2017, date the person stopped taking or using the product: (B)(6) 2017, why was the person using the product? It was used as a dressing during surgery.